Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed moisture droplets visible under the display lens. Visual inspection did not find any cracks or damage to the pump casing. There was no corrosion visible in the battery compartment or in the cartridge compartment. A leak test was performed and a display lens leak was observed. The pump casing was removed and moisture residue was found on internal pump components, including the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was water under the display screen. The reporter noted that the patient swims regularly with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.